Event description:
Customer called in stating while he was changing sets, the insulin pump kept making him rewind. Insulin was shooting out during the manual prime process. Customer stated he was unable to exit the "preparing to prime" loop. The rewind message occurred after an alert. He is stuck in a rewind complete/bolus delivery loop. During trouble shooting, customer stated he did not drop or bump the device. Customer found that the drive support cap was loose. He was advised to discontinue use of the device and to revert to his back up plan. Customer's blood glucose level was currently 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.